Manufacturer narrative:
(B)(4). The customer returned a guidewire assembly with the guidewire advanced partially through an introducer needle for evaluation. Definite signs of use were observed in the form of excess biological material. Visual analysis revealed a kink in the distal end of the guidewire. Microscopic examination confirmed the damage and revealed that the distal j-bend was misshapen due to the kinking. Microscopic examination also revealed that the distal and proximal welds were observed to be full and spherical. Although the original customer report suggested the complaint was during catheter insertion, additional information confirmed the complaint was actually during needle insertion. Visual analysis did not detect any abnormalities in the needle. The kink in the guidewire was measured 3mm from the distal weld. The guidewire total length measured 600mm, which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The guidewire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The needle cannula inner diameter at the distal and proximal ends measured 0.41", which is within the specification limits of 0.041" - 0.043" per the cannula product drawing. The needle cannula outer diameter measured 0.0500", which is within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The guidewire was passed through the returned needle. Resistance was encountered at the location of the kinking; however, all functional sections of the guidewire passed with no resistance. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of resistance when advancing the guidewire through the needle was confirmed through analysis of the returned sample. Visual analysis revealed a kink at the distal end of the guidewire. Despite the damage , the guidewire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
On (B)(6) 2026, an incident was reported during initial insertion in which the guidewire became kinked and difficult to remove. The guidewire was noted to be stuck in the bevel of the introducer needle. As a result, the guidewire and needle were removed together, and a new puncture was required to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical or surgical intervention was required beyond removal of the device and placement of a new device.